Manufacturer narrative:
H6: investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the unspecified bd q-syte¿ luer access split-septum stand-alone device was blocked while draining the fluid during use. The following information was provided by the initial reporter, translated from chinese: "open the separator, connect the infusion set, connect the infusion water, drain the fluid is not smooth, blocked, reconnect for many times, many times blocked".

Event description:
It was reported that the unspecified bd q-syte¿ luer access split-septum stand-alone device was blocked while draining the fluid during use. The following information was provided by the initial reporter, translated from chinese: "open the separator, connect the infusion set, connect the infusion water, drain the fluid is not smooth, blocked, reconnect for many times, many times blocked."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.